Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the atrial lead exhibited high capture threshold and loss of capture. The atrial lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and unacceptable capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage to the outer insulation which was cut/damaged at 17.5 cm from the connector pin.